Event description:
I twas reported that the customer received a button error alarm. The customer stated that the insulin was not working and that her blood glucose was high due to this issue. The customer's blood glucose was 400 mg/dl. The customer did not recall any significant events leading to the alarm. The customer stated that it was possible that she pressed a button down for three minutes or longer. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.